Manufacturer narrative:
(B)(4). Approximate age of device- 4 years and 6 months. The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had device thrombosis. Support was withdrawn and the patient subsequently expired. An autopsy on the patient was not performed therefore the pump was not explanted. Additional information was requested however not provided.